Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 500mg/dl. The mother stated that the infusion set was changed and her son's blood glucose was high afterwards. Also, the device started to alarm no delivery. Troubleshooting was performed. Ran a fixed prime test and the insulin exited with no alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.